Event description:
IV tubing came apart right before the end connection. Manufacturer response: for continu-flo set, baxter (per site reporter) they sent me shipping material and I am sending it back.